Event description:
The customer reported to beckman coulter (bec) that the coulter act diff analyzer displayed an empty rise symbol although the rinse bath was full. The operator subsequently found that the red blood count (rbc) bath was overflowing a few milliliters of the rinse. The leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the analyzer and ran two shutdown cycles and there were no errors or overflowing leaks observed. The fse determined that the leaks may have been intermittent and changed the cleanse sensor. The fse checked solenoids and the lv14 was not responsive. The lv14 solenoid was replaced. The voltage screen was checked by the fse and the vacuum fluctuated. The lv1 was changed after troubleshooting the voltage. The hemoglobin (hgb) assembly was cleaned and adjusted. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The failure mode identified was related to the lv14 solenoid and to the lv1 solenoid. (B)(4).